Event description:
Ous MDR - the patient suffered from fever. Lead vegetation was detected in echo-cardiogram. Infectious endocarditis was diagnosed. The patient was hospitalized on (B)(6) 2014 and the system was explanted. New device was implanted in left sub-muscular region.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process.